Event description:
It was reported that "a piece of metal broke off on the end of the insertion handle. This did not affect the surgery or patient".

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted on the supplemental report.